Event description:
The manufacture sales rep from the user facility reported that the device had missing component during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.